Event description:
It was reported that during an implant procedure, the lead dislodged. The physician attempted to deploy the "screw" prior to implant, but was unsuccessful. The lead was not attempted in the patient and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): upon analysis, no anomalies were found; full lead returned and analyzed.